Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the cartridge did not work properly. Customer's blood glucose was over 600 mg/dl. Customer administered a correction bolus via pump and manual injections. Cartridge change was performed to resolve the issue.